Event description:
On (B)(6) 2012, I went to the ER at (B)(6). My stomach was swollen, tight and bruised. A surgeon was brought in, performed a CT scan and I immediately went ot surgery. The mesh that was implanted in 2000 had become infected. The mesh was removed and a wound vac was placed over the area. I was in the critical care unit and then on the 16th surgery was again performed. The doctor could not get me in (B)(6) in (B)(6) as they were on "diversion". I have had three surgeries in the past year and miss one year of work due to this product rotting stomach.